Event description:
Treatment of an avm-it was reported after approximately 20-30 minutes of onyx injection, physician felt some resistance. Toward the end of the procedure, the catheter was found ruptured at the distal segment. Evidence of a kink was noted by phyiscian near the rupture site. There was no patient injury reported.

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. Based on the initial report, the reported rupture was likely due to a kink in the catheter.